Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to a device migration and erosion. The physician opted to remove the whole system. No additional adverse patient effects were reported. This product has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Infection is a known medical risk when the skin barrier is breached. Analysis of the returned product is not able to provide relevant information for infection-related allegations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system was extracted due to a device migration and erosion. The physician opted to remove the whole system. No additional adverse patient effects were reported.